Event description:
It was reported that, "during the tha, the 2 accolade offset rasp handles could not hold properly any accolade broaches. Because, when, the surgeon was removing a broach by using this handle, it was dissociated easily from a broach."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.